Event description:
It was reported that the lead became dislodged inadvertently during an av node ablation. The lead was successfully repositioned in the atrium. The patient tolerated the procedure well and was sent to her room in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.